Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the compact air drive device was blocking. It was not reported if there were any delays to the surgical procedure. A spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the reverse locking mechanism was blocked. It was further determined that the reverse view finder was blocked. It was further determined that the device failed pretest for check reverse locking mechanism, check function of soft mode switch (safety system) and check the power with test bench: min. 110 to 160 w. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: upon further review of the device investigation, it was determined that the statement ¿reverse view finder was blocked¿ was inadvertently included in the initial report. This malfunction did not occur. If additional information should become available, a supplemental medwatch report will be submitted accordingly.